Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the hemopro tissue welder self activated when it was sitting on the table. A replacement unit was used to complete the procedure. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation summary: maquet completed the failure analysis investigation on this device. The device was returned to cardiac surgery on (B)(6)2010, for investigation. A visual inspection revealed that the jaws were burnt, the cold and hot jaw boots had silicon detached from the tips, and the tri heater assembly was detached at the tip. Based upon the visual evidence of silicon peeling and tri-heater detached, the complaint "self activation" was confirmed. The device passed the pre-cautery test and the device did not self-activate or remain activated. A device lot history was performed, and there was no nonconformance which could have attributed to this failure mode. This issue is being investigated through the maquet CAPA process. A supplemental report will be submitted if additional info is obtained. (B)(4)